Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis with the coils, shaping ribbon and core separated. The reported stretched was able to be confirmed. The reported failure to advance and difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the reported stretched coils and ultimately resulted in the noted detachments (coils, ribbon, core). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion of a mildly tortuous and heavily calcified right coronary artery. A 190 cm balance middleweight (bmw) universal guide wire was used; however, it failed to cross the lesion due to the anatomy. The guide wire then met resistance with the anatomy during removal, and it was noted outside the anatomy that the tip coils were stretched. However, the device was not separated and was removed in one piece. It was confirmed under fluoroscopy that there was no foreign material left in the anatomy. An unspecified guide wire was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.